Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. The balloon was loosely folded. The stent was microscopically examined. Microscopic examination revealed that the distal end of the stent is stretched/damaged. The device was hooked up to an inflation device and water leaked from the balloon and the tip. There is an inner shaft puncture hole (leaked) 1mm from the distal markerband and the balloon has a 1mm longitudinal tear 16mm from the proximal markerband which is consistent with damage seen with the interaction of a guidewire. The tip is damaged. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4)

Event description:
Reportable based on device analysis completed on 15-feb-2018. It was reported that inner shaft perforation occurred. The target lesion was located in a coronary vessel. After a 185cm pt²¿ guide wire was advanced to the lesion, a 16 x 4.00mm rebel stent was advanced; however, the guide wire perforated the wall of the inner shaft. The device was removed from the patient. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear and distal stent damage.